Event description:
Information received indicated the bed functions are not working from the right siderail due corrosion on the siderail circuit board and wire connection.

Manufacturer narrative:
The technician replaced the siderail circuit board and wire connection to repair the bed.